Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened company handpiece injector was returned for evaluation for the report of a delivery issue. A visual inspection of the iol handpiece injector was performed and was found to be nonconforming with the plunger observed to be bent. A dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. A functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation does confirm the injector plunger has a bent plunger, which could result in a delivery issue. The root cause for the non-conforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in august 2022. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, the injector didn't allow cartridge to insert correctly. The surgeon feels injector was stiff. He thought with use it would improve but it wasn't. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).